Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and insulin vial had air bubbles. The blood glucose reading was 292 mg/dl. The customer stated that the reservoir was not rewound in place. She noted that the insulin had not been stored at room temperature as advised. Advised the customer to change the infusion set. Nothing further reported.